Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument to perform failure analysis. The sureform 60 stapler instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. A functional test to perform the motion test could not be conducted as the instrument did not engage. The customer also reported a complaint of "failed to engage." Reviewing the engagement logs found that the instrument failed to engage on (B)(6) 2023, using system sk3145. An error 22020 occurred, stating "engagement failure - roll axis." This error indicates a potential high friction with motion. The instrument was placed on the xi system and failed to engage on three consecutive attempts. The failure analysis revealed that the primary failure of the functional test, specifically the engagement failure, was related to the customer's second reported complaint. No roll friction was experienced. However, there was no roll hardstop as the shaft can be manually over-rotated.

Manufacturer narrative:
The sureform 60 instrument was analyzed by advanced failure analysis team and initial findings were confirmed. The instrument was tested on our in-house system and failed to engage on each attempt. Our in-house logs indicate that there were roll hardstop check failures in each case. Additionally, a review of the site's system logs shows that the instrument failed to engage three times in the field, also due to roll hardstop check failures. During a visual inspection, it was observed that the main tube could be rotated past the hardstop location when turned in one direction. There is evidence of wearing and minor deformation on the roll gear hardstop tooth and mating idler gear hardstop tooth. This suggests that there is poor engagement between the gears, and they can slip if enough torque is applied. The wear on the teeth indicates that the main tube was likely over-rotated at some point while off the system. Due to the repeated engagement failures, the reported unintuitive/opposite motion could not be tested.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument failed to engage. The instrument was reseated and when engaged the instrument moved in opposite directions. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed they had provided all the information they had.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Advanced technical review (results): system log investigation: a review of the logs for the sureform 60 stapler associated with this event has been performed by an isi (afa) advance failure analysis. The following additional information was provided: the logs show that instrument pn 480460-09, lot l82230525-0355 was installed 4x and failed engagement 3x. Engagement failed on the first 2 installs, passed on the 3rd install, and failed again on the 4th install. The logs show qty 3 error 22020 that indicate roll hard stop engagement failures. The instrument never attempted to clamp or fire on the one install that passed engagement. .